Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced a flap infection and electrode extrusion. The recipient's device was explanted. The recipient is doing well.

Manufacturer narrative:
The external visual inspection revealed the electrode array was severed prior to receipt as well as damage to the silastic overmold on the bottom cover. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Due diligence attempts to obtain additional details regarding treatment were unsuccessful. This is the final report.